Event description:
The procedure and placement of the initial trach tube were all successful, although within approximately 24 hours, the cuff or pilot balloon failed on the device resulting in an additional tracheostomy tube placement. Additional information was received via email on 02/22/2010: the physician confirmed all went smoothly without incident and housing size 8 perc trach tubes were used exclusively. He explained within 24 hours of placement all four tracheostomy tubes had to be removed due to cuff failure and replaced with individual packaged shiley tracheostomy tubes. The physician confirmed there were no complications experienced by the patient.

Manufacturer narrative:
Expiration unk as lot is unk. No product, only the box was returned. Event evaluation: still under investigation.